Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab. Results as follows: date: (B)(6) 2011, inratio results: 5.4, 4.4, 3.4. Nurse tested same patient three times (different fingers, minutes apart). Patient's therapeutic range: 2-3.